Event description:
Event description cpi received information that during an attempted implant procedure of an implantable pulse generator (ipg), with two sweet tip bipolar leads. The physician had to reposition the ventrical lead several times due to high thresholds and elected to leave the ventricular lead in temporarily and recheck or reposition after placement of the atrial lead. At the time these leads were checked using a medtronic temporary pacemaker. The physician had difficulty advancing the sweet tip bipolar lead into the right atrium, due to kinking of the sheath and patient anatomy. During attempt to advance the atrial lead, the patients qrs complexes widened and the heart rate slowed with loss of ventricular capture. At this time the patient was not breathing, and resuscitation efforts ensued. The patient expired.